Event description:
It was reported that the device illuminated the attention and cp icons. Physio-control evaluated the device download and observed that the internal battery levels were at critical levels at a certain period of time and it was not able to provide defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The third party service provider evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Additional information: physio-control evaluated the device and verified the reported failure at the failure analysis center. Physio found that the device internal hlc batteries had low voltage for unknown reason. A conclusive cause of the reported issue could not be determined. A replacement device was provided to the customer.